Event description:
(B)(4). I began to experience heavy, irregular monthly bleeding as well as chronic pelvic pain, frequent bladder infections, bacterial vaginosis, and pain with intercourse. In (B)(6) 2015 I found out the device had perforated my left fallopian tube and I had to have surgery to remove my fallopian tubes along with the essure device.